Event description:
It was reported that a malfunction occurred on the pump, and the customer's blood glucose level exceeded a high threshold, although the specific value was not known. The customer took no action regarding the high blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact support if the issue reappears.